Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient who had previously been implanted with an mpoj product developed signs of infection. Component implantation date was unk. We obtained an x-ray image of the implanted device; however, detailed information such as the catalog# could not be confirmed. The device removal was scheduled for (B)(6) 2026 but was postponed to (B)(6) 2026, and ultimately the removal surgery was canceled because the patient's overall condition is not good. The doctor believes that the infection was caused by the implanted device based on the imaging findings. According to information from the rep, the implanted product may have been advantim. Although this report is filled out using catalog# 1885-0202 as provisional information, the exact catalog# of the product implanted in this case remains unknown. (B)(4).